Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital;caffeine; paracetamol (fioricet), ferrous sulfate, hydrocodone bitartrate; paracetamol (vicodin), ondansetron hydrochloride, paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("mental anguish/psych injury") and fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, depression, anxiety and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she has plan to remove essure. Plaintiff received treatment for pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding). Discrepancy noted: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded (per summon) .essure confirmation test(s) conducted, specify no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:. Dyspareunia, menorrhagia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received: event abnormal bleeding (vaginal bleeding) outcome was updated from unknown to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ferrous sulfate, hydrocodone bitartrate;paracetamol (vicodin), ondansetron hydrochloride, paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("mental anguish/psych injury") and fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), hypersensitivity ("allergy: other"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne cystic ("cystic acne"), scar ("scar") and gluten sensitivity ("gluten and tons of allergies"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, abdominal pain, female sexual dysfunction, depression, anxiety, fatigue, acne cystic, scar and gluten sensitivity outcome was unknown. The reporter considered abdominal pain, acne cystic, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gluten sensitivity, hypersensitivity, menorrhagia, pelvic pain, scar and vaginal haemorrhage to be related to essure. The reporter commented: she has plan to remove essure. Plaintiff received treatment for pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding). Discrepancy noted: plaiptiff had an hsg test done which confirmed that the essure device was successfully occluded (per summon) .essure confirmation test(s) conducted, specify no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: acne cystic, gluten sensitivity, scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: fu 7&8 proceed together- social media received: newly added events- cystic acne, scar, gluten sensitivity, reporter was added on 17-apr-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ferrous sulfate, hydrocodone bitartrate;paracetamol (vicodin), ondansetron hydrochloride, paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6)2011, the patient had essure inserted. In (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("mental anguish/psych injury") and fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: other/rash skin condition"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne cystic ("cystic acne"), scar ("scar"), gluten sensitivity ("gluten and tons of allergies"), post procedural complication ("post removal comlicaion") and genital haemorrhage ("genital bleeding"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia and dermatitis allergic had resolved and the abdominal pain, female sexual dysfunction, depression, anxiety, fatigue, acne cystic, scar, gluten sensitivity, post procedural complication and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, acne cystic, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gluten sensitivity, menorrhagia, pelvic pain, post procedural complication, scar and vaginal haemorrhage to be related to essure. The reporter commented: she has plan to remove essure. Plaintiff received treatment for pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding). Discrepancy noted: plaiptiff had an hsg test done which confirmed that the essure device was successfully occluded (per summon) .essure confirmation test(s) conducted, specify no (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: acne cystic, gluten sensitivity, scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: psf received.event : genital bleeding ,post removal complication. Outcome of event pain, bleeding and allergy updated.previously reported event allergy updated to allergic skin rash. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ferrous sulfate, hydrocodone bitartrate;paracetamol (vicodin), ondansetron hydrochloride, paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("mental anguish/psych injury") and fatigue ("fatigue"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), dermatitis allergic ("allergy: other/rash skin condition"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), acne cystic ("cystic acne"), scar ("scar"), gluten sensitivity ("gluten and tons of allergies"), post procedural complication ("post removal complication"), genital haemorrhage ("genital bleeding") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, vaginal haemorrhage, menorrhagia, dermatitis allergic, genital haemorrhage and hypersensitivity had resolved and the female sexual dysfunction, depression, anxiety, fatigue, acne cystic, scar, gluten sensitivity and post procedural complication outcome was unknown. The reporter considered abdominal pain, acne cystic, anxiety, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, gluten sensitivity, hypersensitivity, menorrhagia, pelvic pain, post procedural complication, scar and vaginal haemorrhage to be related to essure. The reporter commented: she has plan to remove essure. Plaintiff received treatment for pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding). Discrepancy noted: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded (per summon) .essure confirmation test(s) conducted, specify no (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media: acne cystic, gluten sensitivity, scar. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event allergic reactions added. Outcome for abdominal pain and genital bleeding added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/pelvic pain/chronic pain') in an adult female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included butalbital;caffeine;paracetamol (fioricet), ferrous sulfate, hydrocodone bitartrate;paracetamol (vicodin), ondansetron hydrochloride, paracetamol (acetaminophen) and pethidine hydrochloride (demerol). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/bleeding: menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems: depression/psych injury"), anxiety ("mental anguish/psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain") and hypersensitivity ("allergy: other"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and hypersensitivity had resolved and the vaginal haemorrhage, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia, fatigue and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she has plan to remove essure. Plaintiff received treatment for pelvic/abdominal pain, chronic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding). Discrepancy noted: plaintiff had an hsg test done which confirmed that the essure device was successfully occluded (per summon) .essure confirmation test(s) conducted, specify no (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:. Dyspareunia, menorrhagia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received. Events per pfs: abdominal pain and allergy: other were added. Outcome of pelvic pain, abdominal pain and allergy: other were added. Event she did not undergo essure confirmation test deleted. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain') in an adult female patient who had essure (batch no. 846835) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included butalbital; caffeine; paracetamol (fioricet), ferrous sulfate, hydrocodone bitartrate; paracetamol (vicodin), ondansetron hydrochloride, paracetamol (acetaminophen) and pethidine hydrochloride (demerol). In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems: depression"), anxiety ("mental anguish"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy (full)). Essure treatment was not changed. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, depression, anxiety, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she has plan to remove essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, menorrhagia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received. Concomitant medication added. Events ; abnormal bleeding (vaginal, menorrhagia); apareunia (inability to have sexual intercourse); psychological or psychiatric problems: depression and mental anguish; dysmenorrhea (cramping); dyspareunia (painful sexual intercourse); pain; fatigue essure confirmation test(s) conducted, specify no were added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.